Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. No devices were returned to medtronic for analysis. Concomitant medical products: product ID: 9735824. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a catheter placement procedure. It was reported that the emitter was not working. The site rebooted the system without resolution. The site completed the procedure with a different system. There was a less than 1-hour delay to the procedure and no impact on patient outcome.